Event description:
It was reported that the artificial urinary sphincter (aus) device was revised due to fluid loss. The balloon was found to be empty. However, the location of the fluid loss was not identified. The aus cuff was explanted, and a new cuff was implanted. There were no patient complications.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to an unspecified reason. A new aus device has been placed and no patient complications reported.